Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Additional information indicates, surgical intervention took place on (B)(6) 2024 where in the fractured l2 lead fragment was explanted.

Event description:
It was reported that during the patient's lead revision procedure on (B)(6) 2024 [related manufacturer reference number: (B)(4)], it was discovered that the l2 lead was fractured. Physician tried to explant the fractured lead, but the lead eventually broke and a portion of the l2 lead remains implanted. As a result, surgical intervention may take place at a later date to explant the remaining broken lead.